Event description:
During surgery with a scalpel cautery instrument it was noticed that after 30 minutes of use that the instrument tip began to heat up and melt. The cautery instrument was removed from the pt and replaced with another isi scalpel cautery instrument to continue to case to completion. No pt injury or adverse outcome was reported. The pt was not injured and the procedure was not significantly lengthened due to the incident.